Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/compromised force sensor system test, excessive no delivery test. The motor was tested outside the device and passed. Pump received with cracked reservoir tube window corner noted.

Event description:
The customer reported via phone call that the insulin pump received motor error. Customer¿s blood glucose level unknown. Customer reported that they were able to rewind the insulin pump. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test. The motor was tested outside the device and passed. Device received with cracked reservoir tube window corner noted.